Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: a portion of the device that enters the patient (distal end) was impacted. A broken cable was observed. There was no material missing or detached from the portion of the device that enters the patient.